Event description:
It was reported that a patient passed away due to unknown causes. No additional information was available.

Manufacturer narrative:
Sus voluntary event report was received. Medwatch: mw5155464.